Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment screw fractured inside of the implant. The doctor attempted to retrieved the fractured screw with without success. Implant was removed. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: a root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.